Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test and rewind test. Device monitored for several days and no blank display noted. Device received with normal operating currents. No damage found on the connector on lcd isolation tape noted. However, motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that motor failed and pump turned off. The customer¿s blood glucose level was 138 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.